Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator, transvenous right atrial (ra) lead, and competitive right ventricular (rv) defibrillation lead presented in clinic with redness at the incision site, less than 3 months post-implant.

Manufacturer narrative:
No adverse patient effects have been reported as a result of these observations. The physician elected to deliver a 10-day course of antibiotics, and to evaluate the incision site again at a later date. Current records suggest that these products remain implanted and in service at this time. This event will be updated if any additional information becomes available.